Manufacturer narrative:
Additional information: patient identifier. Corrected data: the patient's age and gender was erroneously reported as unknown at the time of the initial report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, documentation, and specifications was also conducted during the investigation. A complaint history search revealed that there were no other reported complaints for this lot number. The turbo-ject power injectable introducer assembly was returned in used condition with biomatter present. There was noticeable buckling present at the distal end of the peel-away sheath. Measurements of the device were within specification. The manufacturing documents in place at the time of the event were reviewed and it was found that the peel-away sheath was visually and physically inspected by quality control and no notable gaps in production or processing controls were identified. Specifically, the transition between the dilator and sheath tip was inspected. The risk specification for this product includes the failure mode for difficulty advancing the introducer and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). Investigation ¿ evaluation. A review of the device history record, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of visible damage to the distal tip of the sheath - an area which experienced deformation, as if it had been pushed down towards the end of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
The international customer reported that when the introducer portion of the turbo-ject power injectable PICC (peripherally inserted central catheter) was being introduced into the vessel of the patient's arm, it opened up inside the vessel, which resulted in damage to the intima portion of the vessel wall, pain, and a lengthened procedure time. A second device had to be opened to continue the procedure. The device has been received for evaluation and the investigation has been completed.